Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer performed the load fill tubing sequence while connected at the infusion set site. Subsequently, the customer's blood glucose (bg) level dropped to 42 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Tandem technical support educated the customer on how to properly perform the fill tubing process.